Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 783 mg/dl while wearing the pod. The patient reports being unsure if the cannula had properly inserted at the pod infusion site at activation. The patient was brought by ambulance to the hospital. The patient reports they had lost consciousness while in the ambulance. The patient reports once at the hospital they had been admitted to the intensive care unit. The patient was kept in a heating blanket to bring their temperature up. The patient reports they had been discharged from the hospital after 48 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.